Event description:
It was observed during the device inspection that subject device had a burnt distal end (plastic distal end cover). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, the most probable cause of the failure is likely assessed to be the contact between the plastic distal end cover and an activated electrode. There is no indication that the failure was caused by a fire during use. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device